Event description:
Caller reported a malfunction on pump without any notable events prior to the issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer received assistance from cts, who provided pump reset information and guided caller through the reset process. No recurrence of malfunction code was reported after reset, and customer was instructed to continue using pump and to call back if any malfunction code recurs.